Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 300 mg/dl. Troubleshoot was performed. The customer was advised to the insulin pump need to be replaced and to revert to the back-up plan. Insulin pump will be returned for analysis.